Event description:
Customer called to report a hospitalization due to low blood glucose. The current blood glucose reading is 417 mg/dl. Customer has treated. The blood glucose at the time of the event was 50 mg/dl. Husband noticed customer was sweating and breathing funny. Customer has had numerous auto immune diseases and she is a brittle diabetic. Hospital treated with IV and dextrose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.